Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0p45s, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0m08u, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that their husband had their deep brain stimulation (dbs) system implanted for parkinson's disease and movement disorders in (B)(6) 2015. In (B)(6), the patient's health care professional (hcp) turned on the machine and had been doing programming monthly. There was some improvement and they were very grateful and happy for it, however, the improvements and changes were very, very limited. The patient was still on some medications and sometimes the programming caused a couple of steps back from the prior. For example, his balance came and went and he kept falling more than before since the last programming. Also, his speech was even more slurred. A couple of weeks after the last programming, his right hand had started shaking again 3 days ago. They contacted the neurologist on (B)(6) 2015 and they were full so they could not see the patient before next week. The patient was back to (B)(6) quality of life. It was hard for him to eat, sleep, walk and his general functioning was worse than a few weeks ago after the 4th programming session. The indication-for-use (IFU) was parkinson's dual and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the e vent will be updated.